Event description:
A product liability claim was raised. It was reported that the pt was implanted an unk hip component on the left side on (B)(6) 2000. The pt has not yet been revised. No further details are known at this stage.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained form the info provided. As soon as add'l info become available, and an investigation result be available, an amended medical device report will be submitted. Zimmer reference number (B)(4). This is a bilateral pt, the right hip is reported in (B)(4).